Manufacturer narrative:
The valve remains implanted. Investigation is ongoing.

Event description:
Patient who underwent an implant of a 26mm sapien 3 valve, in aortic position, by transfemoral approach. The procedure was a viv in a degenerated 25mm perimount 2900 (no serial number known) from 2010. After 2 days in the tte transvalvular symtomatic central regurgitation recognizable causing little dizziness. Despite the s3 was open circularly after the implantation (visible in the CT), the CT showed that the a-coronary leaflet was not working. It was tried to activate leaflet in a second intervention, without success. Then, it was dilated with a 25mm balloon, and leaflet is now working normally and the central regurgitation was resolved. Patient was doing well after leaflet was restored.

Manufacturer narrative:
Update to b4, g3, g6, h2, h3, h6 and h10 to reflect valve evaluation. The valve remains implanted. As the valve was not returned, no visual inspection, function or dimensional testing could be performed. No imagery was returned for review. Review of the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. All inspections are conducted on 100% of units, otherwise, it will be specified. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU, commander delivery system with s3 thv, device preparation training manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no device or imagery provide for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. A review of DHR, lot history, and manufacturing mitigations did not identify any manufacturing non-conformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''the procedure was a viv in a degenerated 25mm perimount 2900 (no serial number known) from 2010. After 2 days in the tte transvalvular symptomatic central regurgitation recognizable causing little dizziness. Despite the s3 was open circularly after the implantation (visible in the CT), the CT showed that the a-coronary leaflet was not working''. There are multiple patient and procedural factors that alone or in combination can cause or contribute to motion restricted in patient including malposition of the valve, impingement of a leaflet due to the calcification, over inflation of the deployment balloon, valve under expansion or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets. Due to limited information and unavailable of imagery, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.